Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant procedure of this 25mm mitral bioprosthetic valve, it was explanted and replaced with another manufacturers mechanical valve product, then the patient died. It was further reported that a left atrial tumorectomy, left atrial raphe and left atrial appendage closure were performed concomitantly during the implant procedure. It was then noted that when the patient was weaned from cardiopulmonary bypass, air was released, leading to cardiac arrest. The patient was put back on cardiopulmonary bypass, and a laceration was confirmed in the left ventricle. The area was sutured and the bioprosthetic valve was explanted and replaced with a mechanical valve of another manufacturer due to concern of the bioprosthetic valve stent height. Pulsation was resumed, but there was a lot of bleeding which was difficult to stop. The patient died. It is unknown at this time if the bioprosthetic valve caused or contributed to the laceration and subsequent bleeding. The exact cause of death was not received. Th erefore, relatedness of the death to the bioprosthetic valve could not be excluded. It is unknown whether an autopsy was performed.

Event description:
Additional information was received that the laceration occurred while the mosaic valve was fully implanted, prior to explant. It was stated that the physician does not believe that the 25mm mitral bioprosthetic valve caused or contributed to this death or laceration.

Manufacturer narrative:
B5: updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.